Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('pelvic infection') in a (B)(4) year-old female patient who had essure (batch no. 787221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, iron deficiency anemia, diabetes mellitus, depression, low back pain, blurred vision, hypothyroidism, appendectomy, cholecystectomy and uterine bleeding. Concomitant products included cholecalciferol (vitamin d3) since 2017, mestranol; norethisterone (ortho novum) since (B)(4) 2017 and tramadol since 2011 to (B)(4) 2019. On (B)(4) 2010, the patient had essure inserted. In 2011, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), amnesia ("memory loss"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain") and was found to have weight increased ("weight gain"). In 2012, the patient experienced depression ("depression"). The patient was treated with surgery (vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(4) 2019. At the time of the report, the pelvic infection had resolved, the vaginal haemorrhage, menorrhagia, abdominal pain and vulvovaginal pain was resolving and the depression, dysmenorrhoea, vaginal discharge, weight increased and amnesia outcome was unknown. The reporter considered abdominal pain, amnesia, depression, dysmenorrhoea, menorrhagia, pelvic infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight (B)(4) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.8 kg/sqm. Ultrasound scan vagina - in (B)(4) 2011: everything was okay. Most recent follow-up information incorporated above includes: on 21-oct-2019: pfs and mr received : previously reported event "injury to herself" updated to "abnormal bleeding (vaginal)", events: "abnormal bleeding (menorrhagia), pelvic infection, depression, dysmenorrhea (cramping), vaginal discharge, weight gain, memory loss, abdominal pain, vaginal pain", reporter, concomitant drug, lab data, medical history, lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('pelvic infection') in a 37-year-old female patient who had essure (batch no. 787221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, iron deficiency anemia, diabetes mellitus, depression, low back pain, blurred vision, hypothyroidism, appendectomy, cholecystectomy and uterine bleeding. Concomitant products included colecalciferol (vitamin d3) since 2017, mestranol;norethisterone (ortho novum) since (B)(6) 2017 and tramadol since 2011 to (B)(6) 2019. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), amnesia ("memory loss"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain") and was found to have weight increased ("weight gain"). In 2012, the patient experienced depression ("depression"). The patient was treated with surgery (vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic infection had resolved, the vaginal haemorrhage, menorrhagia, abdominal pain and vulvovaginal pain was resolving and the depression, dysmenorrhoea, vaginal discharge, weight increased and amnesia outcome was unknown. The reporter considered abdominal pain, amnesia, depression, dysmenorrhoea, menorrhagia, pelvic infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 220 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.8 kg/sqm. Ultrasound scan vagina - in (B)(6) 2011: everything was okay. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('pelvic infection') in a 37-year-old female patient who had essure (batch no. 787221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, iron deficiency anemia, diabetes mellitus, depression, low back pain, blurred vision, hypothyroidism, appendectomy, cholecystectomy and uterine bleeding. Concomitant products included colecalciferol (vitamin d3) since 2017, mestranol; norethisterone (ortho novum) since (B)(6) 2017 and tramadol since 2011 to (B)(6) 2019. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / heavy menses"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), amnesia ("memory loss"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain") and was found to have weight increased ("weight gain"). In 2012, the patient experienced depression ("depression/psych injury"). On an unknown date, the patient experienced metrorrhagia ("spotting in between") and infection ("other infection"). The patient was treated with surgery (vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic infection had resolved, the vaginal haemorrhage, menorrhagia, abdominal pain and vulvovaginal pain was resolving and the depression, dysmenorrhoea, vaginal discharge, weight increased, amnesia, metrorrhagia and infection outcome was unknown. The reporter considered abdominal pain, amnesia, depression, dysmenorrhoea, infection, menorrhagia, metrorrhagia, pelvic infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she received treatment for menorrhagia, vaginal discharge and weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.8 kg/sqm. Ultrasound scan vagina - in (B)(6) 2011: everything was okay. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: new events spotting in between and infection was added. Treatment details added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.